Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an alignment issue where the head plugs into the processor. There were no reports of patient harm.

Event description:
It was reported the subject device had an alignment issue where the head plugs into the processor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a connection problem. Based on the results of the investigation, it is likely that the following led to the malfunction: since the video connector was found to be scratched, it was likely that the scratches caused a problem when the camera head connector was connected to the processor. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.